Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and hemianaesthesia ("neurological conditions or problems type: intermittent numbness on left side of face") in an adult female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In january 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems") and vulvovaginal mycotic infection ("continuous yeast infections"). In june 2015, the patient experienced back pain ("lower back pain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), change of bowel habit ("gastrointestinal or digestive system condition type: change in bowel habits") and dyschezia ("painful bowel movements"). In september 2016, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hemianaesthesia (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), pain in extremity ("legs pain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 16-feb-2016. At the time of the report, the pelvic pain, dyspareunia and vaginal discharge had resolved, the hemianaesthesia, depression, rheumatoid arthritis, tooth disorder, dysmenorrhoea, weight increased, change of bowel habit, dyschezia, vulvovaginal mycotic infection, back pain and pain in extremity outcome was unknown and the weight decreased was resolving. The reporter considered back pain, change of bowel habit, depression, dyschezia, dysmenorrhoea, dyspareunia, hemianaesthesia, pain in extremity, pelvic pain, rheumatoid arthritis, tooth disorder, vaginal discharge, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy of date(s) of insertion: 17feb2010 most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information and events- psychological or psychiatric problems condition: depression, autoimmune disorder type of disorder: rheumatoid arthritis, dental problems, neurological conditions or problems type: intermittent numbness on left side of face, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain, gastrointestinal or digestive system condition type: change in bowel habits, painful bowel movements., continuous yeast infections, lower back pain, legs pain, weight loss were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.